Manufacturer narrative:
No patient details provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag primary console did not recognize the motor connected and a message said "motor disconnected". When a different motor was connected, the primary console recognized it. The motor that was not recognized was taken out of use. No additional information was provided. This event was previously not reported due to no information on if the device was in use on the patient at the time of the event. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.